Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not accepting the cable. The socket where we insert pt. Cable is very loose and cable gets disconnected again and again. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using both ac and battery power. The device failed to obtain readings displaying a "no cable connected" error message when a sensor or tester is connected due to a recessed sensor connector pin on the device. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).